Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the pump was returned with an operable display; the original complaint could not be confirmed or duplicated. Unrelated to the original complaint, there was moisture observed in the battery compartment and behind the display lens. The leak test failed due to a bolus button leak a cracked battery compartment. The pump was opened and there was moisture observed throughout. The bolus button cover was also removed and moisture was observed on the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.